Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, while the device was being used on the pulmonary lobe stapling, the operator was able to press the green button and was able to squeeze both handles but was not able to fire on both reloads. Replacement for competitor material after two failed attempts to complete the case. No patient injury.